Event description:
According to the reporter, during a gastric septation procedure, the device was unable to fire and the handle could not be squeezed, at the beginning of the shot, there was a great noise on the trigger. Thereafter, the trigger of the stapler did not cause the sheet to run. A new device was used in order to complete the case. No patient injury.